Event description:
Senseonics was made aware of an incident where user reported visiting urgent care due to an infection at the sensor site on (B)(6) 2025. According to the user, symptoms included redness, swelling, pain, and pus. The user was feeling better and that the pain had been decreasing each day.the event was related to the sensor insertion site. The user's sensor site was cleaned, and the sensor was removed as part of the treatment. The user was prescribed antibiotics, and the hcp was informed and removed the sensor on (B)(6) 2025. The user is currently not using the system.the user was advised to use a bg meter as a backup plan while not using the system and to discuss next steps with the hcp.

Manufacturer narrative:
The user reported visiting urgent care due to an infection at the sensor site on (B)(6) 2025. According to the user, symptoms included redness, swelling, pain, and pus. The ar confirmed that the user was feeling better and that the pain had been decreasing each day. The event was related to the sensor insertion site. The user's sensor site was cleaned, and the sensor was removed as part of the treatment. The user was prescribed antibiotics, and the hcp was informed and removed the sensor on (B)(6) 2025. The user is currently not using the system. The user was advised to use a bg meter as a backup plan while not using the system and to discuss next steps with the hcp.

Manufacturer narrative:
The user reported visiting urgent care due to an infection at the sensor site on (B)(6) 2025. According to the user, symptoms included redness, swelling, pain, and pus. The ar confirmed that the user was feeling better and that the pain had been decreasing each day. The event was related to the sensor insertion site. The user's sensor site was cleaned, and the sensor was removed as part of the treatment. The user was prescribed antibiotics, and the hcp was informed and removed the sensor on (B)(6) 2025. The user is currently not using the system. The user was advised to use a bg meter as a backup plan while not using the system and to discuss next steps with the hcp.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. B4.date of this report 23 oct 2025. G3.date received by the manufacturer? 23 oct 2025. H6. Type of investigation updated to 3331. H6. Investigation findings updated to 213.